Event description:
It was reported that the power cord was ripped out of the inflator. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not been returned for eval; follow-up will be issued as necessary based upon investigation results.